Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable). Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
During investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable).